Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information after an unknown duration post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a different manufacturers valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a.2: age at event: a.4: patient weight b.1: adv evnt/prod prob: b.2: outcome attributed to adverse event b.3: date of event: b.5: event description b.7: relevant history e: initial reporter h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the device was explanted approximately 5 years and 28 days post implant. It was also noted that the reason for replacement was reported as an aortic root aneurysm of 6.5cm x 5.7cm. The patient had symptoms of shortness of breath. No additional adverse patient effects were reported.